Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va27uzj, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that yesterday they had a loss of therapy and leakage. They said they were originally on program 1 and that was working well for them, but they wanted to play with settings, so they tried program 2. Program 2 worked for a couple days but yesterday they were dealing with leakage. They said they were miserable and wanted to just camp out in the bathroom because of this. They wanted to know if they should go back to program 1 or move to program 3. Patient services reviewed information and the patient said they will go back to program 1 and see if that helps. If it does not they said they will follow up with their healthcare professional. On (B)(6) 2020 patltr (con): additional information was received from the patient. The patient stated that the issue was due to the patient was getting familiar with the device and its programs. The patient stated that actions taken have been to meet with healthcare provider (hcp) to review the device. No further complications were reported. Additional information was received from the patient. They reported that an x-ray had been taken of the lead and it was determined that it had moved and this was thought to be the reason for the lack of therapeutic effect. The patient reported that the lead revision was performed on (B)(6) 2021.